Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited oversensing on the ventricular channel. The oversensing was noted at 100 ms and suspected to be a t wave. The device was reprogrammed and the oversensing ceased. The patient would continue to be monitored.